Manufacturer narrative:
B3 - date of event - the date of event as the same as the related MDR, as 2 jun 2025. D4 and h4 the material#, lot#, expiration date, and manufacture date are unknown. Investigation summary received one (1) used mc100 microclave connected to one (1) used list# unknown extension set for inspection. A crack was found on the female luer of the extension set. No defects or anomalies noted on the microclave. The mc100 and extension set were leak tested per product specifications. There was leakage from the female luer on the extension set. The reported complaint can be confirmed on the unknown extension set. The probable cause is due to a vendor related issue. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The investigation under MDR MFR# 9617594-2025-01691 found that the matting device, an unspecified extension set with female luer, was the device that leaked. This report captures the leaking female luer of the extension set. There was no report regarding patient involvement.

Manufacturer narrative:
Additional information b5 section.

Event description:
Additional information was received from the customer stating that there was patient involvement; the fluid (unspecified) leaked onto the patient's skin and clothing, but harm was not reported as a consequence of this event.